Event description:
Loss of pacing due to noise sensing was reported in association to the subject lead. The physician indicated that removal of the lead was not possible, and a replacement was implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.